Event description:
Boston scientific received information that the patient with this right ventricular lead experienced syncopal episodes. It was determined that the patient was experiencing loss of ventricular capture due to lead dislodgement. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported. The lead has been returned for analysis

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual analysis demonstrated that the distal part of the lead was found bent and pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages, traction forces during the surgery should be taken into consideration. The cuttings of the insulation and the deformation of the inner coil resulted most likely from the explant procedure. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.